Event description:
The stent was successfully deployed into the vertebral-basilar artery. The physician was attempting to retrieve the guidewire when he encountered resistance and was unable to pull back the guidewire. The physician advanced the stent delivery system back through the stent to provide more support to the guidewire. The "resistance was gone" and the guidewire was retrieved. The patient suffered a severe vasospasm in the basilar artery. The physician noticed a perforation of the p1 segment of the posterior cerebral artery on angiography which he occluded with coils.